Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/16/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device al3455 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2019 and suture was used. The needle disassembles from the thread during the first stitch. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.